Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) is at end of service (eos) or elective replacement indicator (eri). A longevity estimate was calculated using available parameter information, and the ins did not meet expected longevity. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the generator reached end of service (eos) status and therapy was discontinued/therapy was lost. The cause of the event was because the patient did not  check battery level with his patient programmer. Interrogation/impedance check were done. The generator was replaced, and the issue was resolved at the time of the report. The surgeon noted that the eos was absolutely due to normal battery depletion.  Therapy was lost because the patient did not check their battery level and allowed it to deplete.